Event description:
The event is reported as: there was a crack at the machine end of the inspiratory limb. No pt injury reported.

Manufacturer narrative:
Method: other - device history record review. Visual examination of photos. Results: other - device history record review was done on a substituted lot number (02g1002457). No issues related to the reported complaint description were found. Visual examination shows the old wye connector. Conclusions: other - (B)(4) was opened to address the reported issue.